Event description:
During placement of a groshong nxt catheter there was a break in the red lumen. While attempting to remove internal stylet the catheter kinked up, stylet cut large hole in lumen. This resulted in replacing this catheter with a new one.